Manufacturer narrative:
The device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. The pulse width data indicated no timeouts or drive stalls, however rotational sensor malfunction was observed. Investigation of the commutator cap revealed contamination along the line of connection. An attempt was made to replicate this malfunction in a re-run, but due to connection errors this could not be completed. It could not be conclusively determined whether the device malfunction was due to the observed contamination.